Event description:
This valve was explanted due to paravalvular leak and replaced with sjm 23ahpj-505. The pt also experienced a cva some time postoperatively and is currently in rehabilitation. It was also reported the pt had a pacemaker implanted prior to explant of this valve.